Event description:
Per the study: the initial report indicated that after the precise stent was deployed, they experienced retrieval difficulties with the angioguard product. They were unable to remove the angioguard guidewire. There were no injuries to the pt. The contact person indicated that after removal of the basket, the stent was not compromised, and remains open. Additional info indicated that filter was retrieved with the retrieval sheath, however, it could not be brought past the distal stent edge due to tortuosity in the right internal carotid artery. The retrieved filter was then advanced slightly and a prowater guidewire was advanced in an attempt to buddy wire the filter across the stent, but this maneuver proved unsuccessful. The filter was re-deployed and utilizing the filter wire ex angle retrieval system, the filter was then recaptured and manipulated to cross the deployed stent.

Manufacturer narrative:
There was not a significant crossover from the right to left of the (acom) anterior communicating artery. No evidence of distal embolization noted, particularly in the lateral images. The pt tolerated the procedure well. The bivalirudin was discontinued. The sheath was exchanged out in favor of 7french 11cm sheath. The report impression indicated that this was a 95% stenosis of an exceptionally tortuous right internal carotid artery with successful angioplasty and stenting utilizing distal embolic protection as a member of the sapphire ww trial. The index procedure was completed in 2008. The pt was asymptomatic. The pt's medical history consisted of cardiac arrhythmia, and hypertension (systolic >140, or diastolic >90, or requiring medication). The target lesion location was the right internal carotid artery stenosis. The vessel was tortuous, had at least two bends at >/=90 degrees that were within 5mm of the lesion. No revascularization was planned. No occlusion was noted in the contra lateral carotid. The angiographic reference vessel diameter was 7.0. Target lesion diameter stenosis was 95%. Total lesion length was 5.0, and the total length of stented segment was 30.0. The geometry of the target lesion was eccentric, severely tortuous and moderately calcified >/=3mm. The arch type was ii. The lesion had no thrombus present, and no chronic total occlusion was noted. The complaint product was open and inserted. The lesion was pre-dilated with a 4x4mm aviator balloon at eight atmospheres. No dissection was documented after pre-dilation. A precise was deployed in the target lesion without any issues. The precise stent was post dilated with a 5x4mm aviator balloon at eight atmospheres. The reported event occurred with basket, but was resolved. No (mae) major adverse event was noted with the basket, however, additional procedures were needed to remove the basket (please above comments). The pt did not require emergent carotid surgery. Debris was noted in the basket. No occlusion or air bubbles were documented. Non-study stent were not deployed. (ECG) electrocardiogram was obtained after the procedure. The final percentage of stenosis was not indicated. The pt had no occlusion of the contra-lateral carotid. The maximum total of ck was 32 (the institution maximum upper limit is 234.0). The pt was discharged the following day. The product was discarded. Additional info will be submitted within 30 days.